Event description:
Patient was revised due to infection.unknown competitor's acetabular cup and femoarl stem were used in conjunction with depuy products.update rec¿d 11/06/2014 - the patient's medical records were received. The medical records were reviewed for MDR reportability. Records indicate the patient had implanted at the time of revision a depuy cup and femoral stem. The patient's acetabular cup and screws along with femoral stem and bone cement are being added to the complaint at this time for infection. The complaint was updated on: 11/25/2014.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incidents against the provided product/lot combinations since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).